Event description:
On (B)(6) 2013 the lay user/patient contacted lifescan (lfs) alleging a onetouch ultra2 meter was showing inaccurately high readings compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue first occurred on (B)(6) 2013. The patient alleged obtaining a reading of "538mg/dl" on the lfs meter compared to "119mg/dl" on another meter. Based on statistical methodology the calculated difference of the results exceeds the expected value of <=30% or <=30mg/dl. The patient reported he uses oral medications with diet and exercise to manage his diabetes. It is unclear if the patient made any changes to his usual diet, activity level or medications on the day of the alleged issue. The patient reported on an unknown date and time he developed symptoms of "nausea and dizziness." The patient denied receiving any medical intervention in response to his symptoms. At the time of troubleshooting, the cca confirmed the subject meter was in the correct unit of measurement at the time of testing. The patient was using the correct testing steps and an approved sample site for testing. The patient's test strips and test strips vial were in good condition. However, a control solution test was not run due to the patient not having any control solution available. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not report any blood glucose readings, symptoms or treatment suggestive that an acute complication of diabetes occurred. However, this complaint is being reported because the alleged issue remained unresolved with troubleshooting done by the cca.